Event description:
It was reported that the patient had multiple shocks for ventricular tachycardia. Among these shocks were multiple inappropriate shocks which were due to oversensing of a wide intrinsic complex and atrial fibrillation. The patient went to the emergency room. The patient's troponin was high. There were no additional shocks since then. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that this subcutaneous implantable cardioverter defibrillator has been abandoned and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had multiple shocks for ventricular tachycardia. Among these shocks were multiple inappropriate shocks which were due to oversensing of a wide intrinsic complex and atrial fibrillation. The patient went to the emergency room. The patient's troponin was high. There were no additional shocks since then. The system remains implanted. There were no additional adverse patient effects.